Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-13768 it was reported that the patient presented to the clinic for a device upgrade. Interrogation showed the patient's right ventricular (rv) lead capture thresholds were elevated. A chest x-ray was performed which showed the rv and right atrial (ra) leads were dislodged and twisted consistent with the patient twiddling the device. The patient was asymptomatic. The physician explanted both the ra and rv leads and implanted a new rv lead. The ra port was plugged on the new device. The patient was stable throughout.